Event description:
It was reported that cartridge alarms occurred intermittently during insulin delivery and the load sequence. On (B)(6) 2024 customer went to the "hospital to regulate [their] bg (blood glucose) level"; bg value was not provided. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.